Event description:
Cannulated compression screw broke in pt.

Manufacturer narrative:
Follow-up x-ray image showed that compression screws had broken. Line on x-ray indicated that fracture may not have achieved bony union at (B)(6) months.